Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the lower leg, below the knee vessel. A 2.0mmx150mmx150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The device was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.